Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed the small bore two piece luer lock assembly and high pressure tubing were separated. The reported condition was verified. The cause of the condition was determined to be tubing variations (outside diameter) from the external supplier. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the one-link component of a one-link non-dehp microbore catheter extension set disconnected from the female luer. This occurred during set up. There was no patient involvement. No additional information is available.